Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 100% to 5% while connected to a power source. The customer then disconnected the pump from the power source and the pump screen went blank. The pump was connected to a power source and the light around the wake button flashed green but the touchscreen remained off. Customer reported blood glucose level was 180 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.